Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
The patient reported that the needle purchased from offline xxx supermarket, material code 329496, lot number 2182013, was exhaust operation with 5 units of insulin before injection, and liquid was coming out and then injected in the abdomen. After the injection, there was liquid in the abdomen, and the blood glucose did not decrease. The patient felt that the needle-pe was short. There were 3 problematic needles. The patient has used our needles for more than 10 years, and there is no subcutaneous nodules at the injection site. Samples can be mailed. Sample availability: yes. Sample availability details: physical sample available only.